Manufacturer narrative:
Due to character limitation e.1. Event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cs100 (iabp) had an automatic inflation failure. No patient harm/injury reported.

Manufacturer narrative:
Updated fields - b4, e2, e3, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field - g4 (PMA/510(k). A getinge field service engineer (fse) inspected the unit and reported the valve assembly failure. The fse replaced the valve assembly. The unit passed all factory-specified performance and safety test specifications. The iabp has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6(component code). A getinge field service engineer (fse) inspected the unit and reported the valve assembly failure. The fse replaced drive manifold. The unit passed all factory-specified performance and safety test specifications. The iabp has been delivered to the customer and is ready for clinical use.